Event description:
The manufacturer received information alleging a ventilator failed during testing and was alarming for a circuit disconnect and low pressure alarm condition . There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, the tubing from the active exhalation control module to the porting block was found to be disconnected. The tubing was reconnected to address the issues.